Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning consumer with implantable neurostimulator (ins) for non-malignant pain. It was reported the device started to push itself out of the body so there was a "hole in his rump" and you "could see his box". Caller stated there was a revision/replacement done so the stimulator was implanted on the other side and deeper. No further complications were reported/anticipated.